Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of investigation. There is no report of serious injury or death associated with this event.

Event description:
Lap chole - as they opened the package, the tip of the blade end of the scissors was ripped (sheath part) and looked a little bit burnt. Rep confirmed with the customer that the device was not re-processed. Type of intervention - na. Patient injury - no patient injury.

Manufacturer narrative:
The event unit was returned for evaluation. Upon evaluation, engineering confirmed that the dielectric sleeve was ripped at the distal end of the unit. The actuation rod was detached from the event unit, the tracks of the actuation rod were damaged, and the cutting edges of the blades were transposed. The root cause of the damage to the dielectric sleeve was determined to be use error. Based on previous testing, improper installation technique of the product would result in a detached actuation rod and then damage the tracks of the actuation rod. This would cause the blades to move freely and damage the dielectric sleeve. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary to ensure the performance and safety of its products.